Event description:
The customer contact reported a separation. The catheter was placed in the left radial artery and was being used for arterial blood pressure monitoring and blood gas analysis during a surgical procedure. It was reported that the catheter had been in use for 3 hours and had been used for several blood gas analyses. The customer contact indicated that at the completion of the surgical procedure as the catheter was being removed, a portion of the catheter remained in the patient's left radial artery. The remaining portion of the catheter was surgically removed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.